Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) value of 22 mg/dl. Reportedly, the customer ate carbohydrates. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past. At the time of the report, the customer's bg level was 110 mg/dl.